Event description:
Event: quadlumen broke inside the patient. Event narrative: deployment of the graft was uneventful. During removal of the delivery catheter system, the jacket guard became stuck in the distal limb above the attachment hooks. The physician attempted to dodder the catheter before doing the recommended troubleshooting techniques of dismantling the handle. Upon doddering the device, the delivery catheter broke. A retro peritoneal cutdown was performed to get the jacket guard out of the limb.